Manufacturer narrative:
The suspect medical device was not yet returned to manufacturer for evaluation. The exact cause of the user's experience and the reported phenomenon could not be determined and therefore is being judged as unk. However, if the suspect medical device is returned for evaluation and additional significant info becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic laparoscopic colectomy procedure, and unspecified part at the distal end/tip of the suspect medial device broke off and fell inside the pt's body cavity, as the surgeon was unable to locate the fragment, it initially remained inside the pt. The intended procedure was reportedly completed by using another unspecified hf electrode. Still under anesthesia, the pt underwent an x-ray where the fragment was noted. Subsequently, two additional incisions were made and the fragment was retrieved from the pt by using an unspecified telescope and grasping forceps. The procedure was reportedly prolonged for about 50 minutes.